Manufacturer narrative:
Consumer reported experiencing pain, burning and watery eyes after product use. Consumer was a new user of the product and was concerned a chemical burn developed. Consumer was going to consult with doctor and inform us of the outcome. Attempts were made to obtain further information from the consumer, however, our attempts were unsuccessful. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ there were no medical records provided. The symptoms are consistent with the (B)(6)description of a temporary injury associated with hydrogen peroxide exposure. There were no medical records provided and no indication of medical treatment. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported experiencing pain, burning and watery eyes after product use. Consumer was a new user of the product and was concerned a chemical burn developed. Consumer was going to consult with doctor and inform us of the outcome. Attempts were made to obtain further information from the consumer, however, our attempts were unsuccessful. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.